Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage identified from a hole on the insertion tube, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue was confirmed: the angulation wire did not move in the down direction because the wire stopper was detached. In addition, the bending angle in the up direction did not meet with specifications due to a dent in the bending tube. Functional testing also showed the device failed leak testing due to a pin hole in the connecting tube. Visual examination showed the adhesive on the bending section cover was worn and the connecting tube was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a torn rope pull. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. During evaluation, a whitish foreign material was found in the air/water tube, air/water cylinder and the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.